Event description:
A 12mm amplatzer muscular vsd occluder (muscvsd) was selected to close a paravalvular leak (pvl) adjacent to the mitral valve; however, following release the muscvsd was knocked out of position when attempting to cross a second pvl adjacent to the mitral valve. The muscvsd was percutaneously snared and removed. A 12mm amplatzer vascular plug ii (avpii) was then selected; following release, it embolized while trying to cross the second pvl. The avpii was percutaneously retrieved and removed. The procedure was completed using a 14mm muscvsd. The patient was stable.